Manufacturer narrative:
During analysis of the returned ipg no anomalies were identified that would have contributed to the reported issue. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing pain and warmth at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Surgical intervention resolved the issue.